Manufacturer narrative:
(B)(4). Date sent: 12/23/2024. B3: event year only reported: 2024. D4 batch #: unknown. Additional information was requested and the following was obtained: were there any patient consequences? No. Was there any surgical delay? Yes. Was the original intent of the procedure changed? No. Caused or contributed to a death? No. Caused or contributed to a serious injury no. Caused or contributed to the need for additional medical or surgical intervention? No. Malfunctioned? No. Procedure name? Hernia. When did the event occur? Intera-op. Was a j&j employee or sales representative present during the event? No. Was the product used as indicated on label? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hernia repair, after the tissue was placed inside the jaw, sealing and cutting were done, but the jaw was locked and not opened.

Manufacturer narrative:
(B)(4). Date sent: 1/7/2025. Additional information was obtained: during the operation, after the tissue was placed inside the jaw, sealing and cutting were done, but the jaw was locked and did not open. They had to cut the tissue beside the jaws. No, lot number. No, date.